Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt discomfort at the implant site during interrogation. The device clinic confirmed that the patient experienced discomfort that particular day in the office and denied feeling it prior to the visit. There have been no additional reports of discomfort since the visit. The device remains in use. No patient complications have been reported as a result of this event.